Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site and confirmed that the system was not booting up. The review of system log files indicated flow valve errors. The fse replaced the cooling unit and returned it to philips for further analysis. The supplier's part analysis couldn't conclusively determine the cause of the failure; the issue was resolved after replacing the cooling unit and the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.